Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of right ventricular (rv) lead it could not be removed from the right ventricle once implanted. The rv lead remains in use. No patient complications have been reported as a result of this event.